Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure took longer than 30 minutes as the device was deformed.

Manufacturer narrative:
Additional information - MDR report number 8010764-2016-00008 was filed under the wrong manufacturer registered site. Report number should be 1020279.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device revealed the device has damage on the surface and deformation around the locking area; potentially due to attempted implantation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.